Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2009 due to patient allegations of implants falling apart. A review of invoice history confirmed that a stem and head were implanted during the revision. A subsequent revision procedure was performed by a different surgeon on (B)(6) 2012. Patient alleges that the current surgeon stated the elbow devices removed were too large and had worn away some of her bone. Patient further alleges that all components were removed and no other devices were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00828 / 00829).